Event description:
It was reported to philips that the device was not recognizing the batteries and that device rebooted twice when in service. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.